Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had poor image quality. There were no reports of patient harm.

Event description:
It was reported that the camera head had poor image quality. The issue was found during pre-use inspection for a therapeutic procedure, the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the image issues: the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. For the watertight defects: it is presumed that the water flooded through the cracks in the connector. Olympus will continue to monitor field performance for this device.